Event description:
It was reported that the lead became dislodged possibly due to excessive force in the arm/shoulder region. Lead was explanted and replaced when repositioning was unsuccessful. Patient condition post procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.